Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was receiving unknown drug via an implantable pump. It was reported that the patient was informed that their catheter was placed in the epidural space instead of intrathecal. It was unknown if external factors were involved and unknown if troubleshooting was performed. During surgery the healthcare provider was also unable to aspirate and thought this was due to a spinal fluid leak. They replaced the spinal segment and believed it was now epidural.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter. Product ID 8781 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8782 serial/lot# (B)(6), ubd 2026-04-04, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that on 2025-apr-12 the spinal portion of the catheter with serial number (B)(6) was replaced because it had been placed in the epidural space instead of intrathecal. During the procedure, after revising it with the catheter with serial number (B)(6) the physician was unable to aspirate the catheter but thought initially it was due to a spinal fluid leak but then believed it was epidural. On (B)(6) 2025, the patient was taken to surgery again where three incisions were made. One horizontal incision over the pump, one vertical incision over the spine, and one vertical incision just slightly above and lateral to the spine incision. The incision just above and lateral to the spine incision was the confirmed location of two connector pins. This portion of the catheter was retrieved and removed. The entire existing catheter was explanted through this incision. The surgeon then accessed the intrathecal space through the spine incision to implant a new catheter. The new catheter was then tunneled to the left portion of the abdomen into the pump pocket and connected to the existing pump. The pump was delivering normal saline at the time. The new catheter was primed with the normal saline to the tip of the catheter at the end of surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the catheter was disposed of by the customer. No indication that the catheter needed to be assessed.